Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatchedto the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error. The system was tested and verified as ready for use. The universal surgical manipulator has not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy and splenectomy surgical procedure the sites da vinci coordinator stated arm 2 displayed the same recoverable error. The staff successfully cleared the error and continued the case. However, the surgeon elected to convert to a mini-lap/open procedure due to patient anatomy, a decision unrelated to the robot or previous error. No injuries were reported, and the patient tolerated the conversion well.

Manufacturer narrative:
The universal surgical manipulator (usm) was received for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no error was triggered. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the clock spring fail on the fiber test. Once testing was completed, the clock spring fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on analysis. A review of the site's system logs revealed a possible related system errors indicating that the arm fault reaction logic (frl) was hit because of a motor axis error and an error reported on the aurora link.

Event description:
Refer to h11 for follow-up information.